Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual inspection. Results revealed that the lens was torn half through the optic. The tip of one haptic was broken off and is missing. The remaining haptic is bent. The lens damage is consistent with lenses that have been removed from the eye.

Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens. After the lens was inserted, the surgeon observed that the capsular bag was not stable. Intervention was performed in order to enlarge the incision to remove and replace the iol with an anterior chamber lens.